Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that there was a potential catheter problem and a revision was planned. The hcp later reported that the pt experienced increased pain, nausea. Sweating, headache and chills. It was unk if the event was due to the pump; the pump was replaced. The pt did not require hospitalization due to the event. The pump contained morphine 25 mg/ml at a daily dose of 7.719 mg. The pt recovered without sequela from the serious injury/illness per this reporter.